Event description:
Event description cpi received information that at the elective replacement of the pulse generator, they were experiencing high thresholds. The lead was extracted along with the device and then cardiac tamponade occurred. No devices remain implanted in patient. Patient is still admitted to hospital being monitored by the physician.